Manufacturer narrative:
E1. Reporter phone number extension: (B)(6). Device evaluation: no product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. A review of the device history record (DHR) shows there were no observations or nonconformities recorded during manufacture to suggest an issue of this nature would occur with this lot of products. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Event description:
It was reported that the cuff does not fully inflate. The trach was being checked prior to insertion with sterile water. Even after massaging the cuff, it would still not inflate fully. There was no patient involvement and no patient harm/adverse event reported.